Manufacturer narrative:
The reported information alleges the product as a recalled composix kugel mesh. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Available information indicates no device will be returned and/or additional information will be provided. No conclusion can be drawn.

Event description:
The surgeon reported to the sales rep a recalled mesh was explanted on a pt on (B)(6) 2010. The ring was reported to have been broken at the weld.